Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(4) is for advantage, medwatch with a1 identifier (B)(4) is for aviva.

Event description:
Caller reported blood glucose results of 82 mg/dl on aviva, 240 mg/dl on advantage within 10 minutes. Reported a second, separate comparison of blood glucose results of 300 mg/dl on aviva, 100 mg/dl on advantage within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.